Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, an investigation could not be conducted.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of a crystalens intraocular lens using a ci-28 delivery device. Intraoperatively, the surgeon noticed that the trailing haptic was broken. Subsequently, the original incision was slightly enlarged to remove the lens. A second lens of the same model was implanted. Reference manufacture report #: 2031924-2011-00056.